Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric adjustable band procedure, the clips were scissoring on two different devices. A third device was used to complete the case with no pt consequence.